Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due under-sensed episodes. The ICD was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was explanted. Patient condition was unknown.

Manufacturer narrative:
The device was returned for analysis. The device was above elective replacement indicator (eri) upon receipt. Longevity calculation was performed based on the device usage, and the battery depletion was found to be normal. Telemetry, sensing, pacing, pacing lead impedance, and high voltage (hv) output functions of the device were tested and found to be normal. No anomaly was detected.